Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. The product sample is not available to perform a proper investigation and determinate the root cause. Customer complaint cannot be confirmed based on the information received. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the unit is not heating. Alleged issue reported as detected prior to use on a patient during inspection/functional testing. No report of patient involvement. There was no report of patient harm or delay in treatment.